Event description:
Additional information from the patient stated that they were delirious (specifics not provided) on the day of the leak and failed to properly hook up the cassette. The patient stated it was "all their fault" that the leak occurred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak from an unknown location. Fluid was discovered on the cart and floor only. It was unknown where the leak occurred. There were no alarms reported. It was reported fluid did not come in contact with the cycler. The fresenius technical support representative advised to continue to use the cycler because there was no indication that fluid got on or in the cycler. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed there was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but reported to be unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.